Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter read approximately 50 points higher than another device. The reporter was unable to provide specific results. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.